Event description:
It was reported that the cuff detached from dialysis catheter after implanted for about one month.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.